Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that propofol leaked past the unspecified bd plastipak¿ syringe 60ml plunger while transferring the patient between rooms. The following information was provided by the initial reporter: "the 60ml bd plastipak syringe was used for a propofol infusion for anaesthesia. It was noticed (following transfer of the patient from the anaesthetic room to the operating theatre) that the propofol had started leaking around the plunger and back up the barrel of the syringe and onto the floor. The patient showed an increase in heart rate and increase in bis number at this time. The syringe was replaced as quickly as possible. Afterwards, the patient reported that he had been awake as we were transferring him in the operating theatre, consistent with awareness at the time this issue was noticed.